Manufacturer narrative:
No button response due to flattened button dome switches. No unlock on lcd keypad connector noted. No frozen screen noted. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that buttons were very hard to press customer's blood glucose was unknown as customer was away at school. It was reported that insulin pump was once exposed to frost during camping. After troubleshooting, customer was advised that insulin pump would need to be replaced.